Event description:
Healthcare professional reported right side "intracapsular rupture and grade iii contracture" and per MRI "parallel hyposignal lines (¿linguine¿ sign) and axillary and intramammary lymph nodes with preserved signal intensity. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
The device has been explanted.